Event description:
A malfunction alarm, specifically malf 12, was reported with no preceding notable events. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted in performing the reset. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to contact support again if any issues reoccur.